Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device with olympus asset (B)(4) and found that the reported phenomenon could not be duplicated. Various functions were checked, but no abnormalities were found. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, clv lamp error e102 occurred and the lamp changed to an emergency light. The lamp usage time was 100 hours. It was restored by restarting, and the procedure was completed. There was no report of patient injury associated with the event.